Event description:
It was reported that on (B)(6) 2025, a 17mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During the procedure, before implant during suture placement it was noted that the leaflet was fractured. The valve ever made patient contact and replaced with a 17mm sjm regent heart valve w/ flex cuff. Although the procedure time was prolonged by approximately 30 minutes, there was no significant prolongation of the procedure that would affect the patient¿s prognosis. The patient has already been discharged from the facility.

Manufacturer narrative:
It was reported that before implant during suture placement it was noted that the leaflet was fractured. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Reportability assessment for emdr was rerun as the reported information indicates that there was no device malfunction, serious injury, or death due to the device. Since the initial report has already been filed, the reportability assessment justification was updated; however, the assessment will not be re-run and the complaint will remain reportable.

Event description:
It was reported that on (B)(6) 2025, a 17mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During the procedure, before implant during suture placement it was noted that the leaflet was fractured. The valve ever made patient contact and replaced with a 17mm sjm regent heart valve w/ flex cuff. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 17mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During the procedure, it was noted that the leaflet was damaged. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.